Event description:
The customer observed smoke being emitted from a dimension rxl max w/o hm instrument when the customer experienced a power failure. There was no harm or injury to the operator or laboratory personnel due to smoke coming from the instrument.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After evaluating the instrument data, the tsc determined that the cause of the smoke was due to overheating of the instrument's heat torch element. The tsc instructed the customer to replace the heat torch by following the instrument operator's guide. The instrument is performing within specifications. Further evaluation of the device is not required.